Event description:
Per the clinic, the patient experienced poor performance with the device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 21, 2022.

Manufacturer narrative:
Device analysis has indicated device failure. This report is submitted on july 19, 2022.

Manufacturer narrative:
Correction: d6a as previously reported in initial MDR is incorrect. It was june 29, 1994. Per the clinic, the device was explanted on (B)(6) 2022. The patient was re-implanted with another cochlear device during the same surgery. This report is submitted on june 15, 2022.